Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1913735) on 02-aug-2019. The most recent information was received on 13-aug-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain'), ankylosing spondylitis ('ankylosing spondylitis') and cerebrovascular accident ('stroke') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("hemorrhagic periods"), fatigue ("exhaustion"), burnout syndrome ("burn out"), sleep disorder ("disturbed sleep"), myalgia ("muscle pain"), tinnitus ("tinnitus"), vertigo ("vertigo"), urinary incontinence ("urinary incontinence"), abdominal distension ("swollen belly"), nausea ("nausea"), dyspepsia ("digestive disorders"), constipation ("constipation"), diarrhoea ("diarrhea"), balance disorder ("loss of balance"), amnesia ("memory loss"), speech disorder ("mixing words/ speech problems"), paraesthesia ("tingling extremities"), feeling of body temperature change ("sensation of heat or cold"), visual impairment ("vision disorders"), musculoskeletal pain ("musculoskeletal pain") and neuralgia ("neurological pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced ankylosing spondylitis (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, ankylosing spondylitis, cerebrovascular accident, menorrhagia, fatigue, burnout syndrome, sleep disorder, weight increased, myalgia, tinnitus, fibromyalgia, vertigo, urinary incontinence, abdominal distension, nausea, dyspepsia, constipation, diarrhoea, balance disorder, amnesia, speech disorder, paraesthesia, feeling of body temperature change, visual impairment, musculoskeletal pain and neuralgia outcome was unknown. The reporter provided no causality assessment for abdominal distension, amnesia, ankylosing spondylitis, balance disorder, burnout syndrome, cerebrovascular accident, constipation, diarrhoea, dyspepsia, fatigue, feeling of body temperature change, fibromyalgia, menorrhagia, musculoskeletal pain, myalgia, nausea, neuralgia, paraesthesia, pelvic pain, sleep disorder, speech disorder, tinnitus, urinary incontinence, vertigo, visual impairment and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: significant amendment: the as reported event "bleeding" was updated to hemorrhagic periods (the pt term was updated to menorrhagia). No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-aug-2019. The most recent information was received on 13-aug-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('bleeding'), ankylosing spondylitis ('ankylosing spondylitis') and cerebrovascular accident ('stroke') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("exhaustion"), burnout syndrome ("burn out"), sleep disorder ("disturbed sleep"), the first episode of myalgia ("muscle pain"), tinnitus ("tinnitus"), vertigo ("vertigo"), urinary incontinence ("urinary incontinence "), abdominal distension ("swollen belly"), nausea ("nausea"), dyspepsia ("digestive disorders"), constipation ("constipation"), diarrhoea ("diarrhea"), balance disorder ("loss of balance"), amnesia ("memory loss"), speech disorder ("mixing words/ speech problems"), paraesthesia ("tingling extremities"), feeling of body temperature change ("sensation of heat or cold"), visual impairment ("vision disorders"), musculoskeletal pain ("musculoskeletal pain "), the second episode of myalgia ("muscle pain") and neuralgia ("neurological pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced ankylosing spondylitis (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, ankylosing spondylitis, cerebrovascular accident, fatigue, burnout syndrome, sleep disorder, weight increased, tinnitus, fibromyalgia, vertigo, urinary incontinence, abdominal distension, nausea, dyspepsia, constipation, diarrhoea, balance disorder, amnesia, speech disorder, paraesthesia, feeling of body temperature change, visual impairment, musculoskeletal pain, the last episode of myalgia and neuralgia outcome was unknown. The reporter provided no causality assessment for abdominal distension, amnesia, ankylosing spondylitis, balance disorder, burnout syndrome, cerebrovascular accident, constipation, diarrhoea, dyspepsia, fatigue, feeling of body temperature change, fibromyalgia, genital haemorrhage, musculoskeletal pain, nausea, neuralgia, paraesthesia, pelvic pain, sleep disorder, speech disorder, tinnitus, urinary incontinence, vertigo, visual impairment, weight increased, the first episode of myalgia and the second episode of myalgia with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('bleeding'), ankylosing spondylitis ('ankylosing spondylitis') and cerebrovascular accident ('stroke') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("exhaustion"), burnout syndrome ("burn out"), sleep disorder ("disturbed sleep"), the first episode of myalgia ("muscle pain"), tinnitus ("tinnitus"), vertigo ("vertigo"), urinary incontinence ("urinary incontinence "), abdominal distension ("swollen belly"), nausea ("nausea"), dyspepsia ("digestive disorders"), constipation ("constipation"), diarrhoea ("diarrhea"), balance disorder ("loss of balance"), amnesia ("memory loss"), speech disorder ("mixing words/ speech problems"), paraesthesia ("tingling extremities"), feeling of body temperature change ("sensation of heat or cold"), visual impairment ("vision disorders"), musculoskeletal pain ("musculoskeletal pain "), the second episode of myalgia ("muscle pain") and neuralgia ("neurological pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced ankylosing spondylitis (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, ankylosing spondylitis, cerebrovascular accident, fatigue, burnout syndrome, sleep disorder, weight increased, tinnitus, fibromyalgia, vertigo, urinary incontinence, abdominal distension, nausea, dyspepsia, constipation, diarrhoea, balance disorder, amnesia, speech disorder, paraesthesia, feeling of body temperature change, visual impairment, musculoskeletal pain, the last episode of myalgia and neuralgia outcome was unknown. The reporter provided no causality assessment for abdominal distension, amnesia, ankylosing spondylitis, balance disorder, burnout syndrome, cerebrovascular accident, constipation, diarrhoea, dyspepsia, fatigue, feeling of body temperature change, fibromyalgia, genital haemorrhage, musculoskeletal pain, nausea, neuralgia, paraesthesia, pelvic pain, sleep disorder, speech disorder, tinnitus, urinary incontinence, vertigo, visual impairment, weight increased, the first episode of myalgia and the second episode of myalgia with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.